Manufacturer narrative:
Attempts were made for final resolution, however nothing further was received from the field. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise and an unknown length of pacing inhibition on this defibrillation lead. There was inquiry of telemetry drop out and/or radio frequency issues. Technical services discussed troubleshooting. No adverse patient effects were reported.